Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e, serial number: (B)(6), batch/lot number: 7100624, model/catalog description: 1x16 perc lead trial kit, 70 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that following a trial procedure, patients phantom limb pain was aggravated. The patient had a lead pull and the explanted components will not be returned as they were discarded by the facility.